Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise and oversensing on the rate/sense channel prior to a surgery for the patient. The patient was not pacemaker dependent at that time. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). Additional information was received which reported that the noise continued, resulting in oversensing and inappropriate anti-tachycardia pacing (atp). The noise was able to be reproduced, and defibrillation threshold (dft) testing was performed with appropriate detection. Tachycardia therapy was programmed off and the patient wore a life vest. Then the lead was explanted and replaced due to the noise. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.